Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hiatal hernia repair laparoscopic procedure, the scrub tech had difficulty loading the suture needle into the device. The surgeon was able to finally load the needle, but the needle fell out of the jaws when he tested by toggling the needle back and forth. All this happened on the back table. A new device was opened and used to complete the case. There was no patient injury.